Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that a patient presented with an infection. The implantable cardioverter defibrillator was eroding through the pocket as well. The system was explanted. The patient was recovering. Related manufacturer reference number: 2017865-2021-06278, related manufacturer reference number: 2017865-2021-06279, related manufacturer reference number: 2017865-2021-06280, related manufacturer reference number: 2017865-2021-06283.